Event description:
Pt tested on the suspect device with an inr result of 4.6 in 2005. The lab inr was 2.6. Same pt tested again in 2005 with an inr result of 5.5 and a lab inr of 3.1. The device was replaced and requested to be return for evaluation.